Event description:
In 2004 - a dental implant was placed in tooth location #21 and 23 and 25. Subsequently, the pt was experiencing pain. About six weeks later - the implant was removed. In 01/2005 - the clinician was contacted. He stated "the pt pain resolved after removal of the implant".